Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic with non-sustained right ventricle oversensing alerts for noise episodes. The patient did not receive therapy during oversensing. The device was reprogrammed and the patient remained asymptomatic.

Event description:
It was reported that the patient has a history of non sustained right ventricular oversensing and noise previously reported. New information received notes additional premature ventricular contractions (pvcs) undersensing on the discriminator channel with possible lead noise. The issue could not be programmed around. The physician was considering possible lead replacement during a routine generator battery replacement that would occur within the next seven months. The patient had no complaints.